Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness and a seizure while being in an active sensor session. The day of the event the patient experienced loss of consciousness, a seizure, convulsions, severe tremor, and ¿illness head¿. When the patient was taken to the hospital the cgm reading was 135 mg/dl, and no fingerstick was taken. At the hospital the patient was treated with tachipirina as they suspected a headache with aura. No further treatment was reported. It could not be confirmed if the seizure was due to a diabetic event, or other reasons. When the patient arrived home and a fingerstick was taken, the cgm reading was high and the blood glucose reading was 250 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient has symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient arrived at home, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.